Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement test, and self test. Test p-cap locked into the reservoir tube successfully. All buttons function properly. No unexpected insulin flow blocked alarms or failed battery test noted during testing. Pump successfully downloaded to thus. No insulin flow blocked alarms were found in the history files on or near the event date. No stuck key alarm found in the history files. Several failed battery test were found in the history files on 24-mar-2023 from 18:55:53.00 to 18:57:50.00. Pump was cut open and found a corroded home switch and evidence of moisture damage on pcba 1, pcba 2, and the force sensor. No physical or moisture damage on the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked retainer, overlay scratched. In summary, insulin blocked alarm during unknown timing and failed battery test were not confirmed during testing. Pump passed full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Failed battery test was found in the history files. Pump exposed to moisture confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. A stuck button alarm did not occur during testing, and none were found in the history file. Stuck button alarm not confirmed. Charge/battery last less than expected was not confirmed during testing or in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported random no delivery alarms, failed battery test, short battery life, crack and stuck buttons for insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.